Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of patient made mistake/break in aseptic technique and peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported, the patient began therapy with dianeal ultrabag 1.5% and dianeal ultrabag 2.5%, ( doses, and frequencies not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. On an unreported date, during a contact the following was reported. On an unreported date, the patient experienced break in aseptic technique described as patient made mistake and attendant doing capd without proper training. On an unreported date, the patient experienced peritonitis (cause- break in aseptic technique). On (B)(6) 2012, the patient was hospitalized for peritonitis. The patient was treated with vancogen injection (1gm ip, frequency not reported), tazin injection (4.5gm intravenous (IV) twice a day), and unizox injection (1gm IV, once daily). Break in aseptic technique- not reported and peritonitis- unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported that there was a breach in aseptic technique as patient made mistake and attendant doing capd without proper training. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined. Information regarding patient and attendant retraining has been requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.